Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 at 08:30pm, the cgm reading was 44 mg/dl, and the patient was treated with a banana. The patient did not have any symptoms at that time, but an ambulance was called. When a fingerstick was taken by the paramedics the cgm reading was 44 mg/dl, and the blood glucose reading was 20 mg/dl. The patient was treated with an intravenous sugar solution. When a fingerstick was taken after treatment the cgm reading was 271 mg/dl, and the blood glucose reading was 283 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the ambulance being called. The reported glucose values fall within the a zone of the parkes error grid when paramedics arrived. No additional patient or event information is available.